Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16433, 2938836-2019-16435. It was reported that when the patient presented for a follow-up in clinic, a system infection was observed. The physician elected to explant the system and the patient was stable following.

Event description:
Additional information indicates that the pacer did not cause or contribute to the infection.

Manufacturer narrative:
Analysis was normal. No anomaly was found.